Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the patient has had unspecified symptoms associated to cobalt allergy. The patient also reports that 2 manipulation surgeries, 6 months of pt, and pain blockers put in post surgery made her lose quad muscle for almost a year. A revision surgery might be required to solve the reported event; both the femur and the patella contain trace amounts of cobalt; therefore, it is uncertain which component, if any or both, is causing the reaction. The condition of the patient is ongoing.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient reported unspecified symptoms associated to cobalt allergy which may require revision and also underwent 2 manipulation surgeries, 6 months of pt, and post-op pain blockers which ¿made her lose quad muscle for almost a year¿. It was communicated that it has been a ¿10 month terrible journey¿ post-implantation and ¿fighting for¿life¿; however, the requested medical documentation has not been provided as of the date of this medical investigation. Without the requested information, the clinical root cause of the reported events could not be fully assessed or concluded. Although cobalt is identified as in trace amounts, the source could not be confirmed, and neither could the alleged cobalt allergy be ruled out as a possible contributing factor to the reported events. The patient impact beyond the reported symptoms could not be determined. It is unknown if a revision has been medically indicated, planned and/or scheduled. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, wear, injury, patient condition, joint tightness, traumatic injury, abnormal motion over time or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.